Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. The patient stated that their reason for calling was because they were having difficulties charging their ins. The patient stated that they were seeing the poor communication screen on their recharger. The patient stated that the last time they charged their ins successfully was four months ago and they stated that they stopped recharging their ins because they were having difficulties charging it. The patient stated that they had tried to three more times to charge the ins, but noted that it still wouldn¿t charge. The patient stated that they had tried to charge their ins the other day because their back was ¿hurting real bad." The patient confirmed they were seeing the poor communication screen on both their recharger and their patient programmer. Patient services reviewed that the patient¿s ins was likely overdischarged and would require their healthcare provider¿s (hcp's) assistance. It was reported that the event occurred about four months ago in 2019. No further complications were reported/anticipated. On (B)(6) 2019, additional information was received from the patient reporting that they had lost a lot of weight and it wouldn¿t pick up a charge, which was reported to be the cause of their current issue of being unable to communicate/recharge their implant. Actions taken to resolve the issues of being unable to communicate/recharge the implant was the patient reported they ¿waited four months then tried to charge it again, but still nothing.¿ it was reported that the issue of not being able to communicate/recharge the ins and getting the poor communication screen had not yet been resolved, but they indicated that they had a doctor appointment for (B)(6) 2019. It was reported that the patient weighed (B)(6) at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient via a manufacturer representative (rep). It was reported that the patient was unable to recharge the ins resulting in overdischarge. The patient lost over 50 lbs, which has caused the ins to shift inside the pocket. The ins was no longer parallel to the skin and was constantly shifting. The rep attempted a jump start and could not get decent coupling. A pocket revision request was submitted to the patient's insurance. No further complications were reported.